Event description:
A report was received that the patient underwent an explant due to infection at the ipg site. The symptoms were redness, swelling and drainage. The physician believes the infection was procedure related. The patient was implanted with a competitor's leads. The patient was given levaquin oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.